Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), but returned to olympus (B)(4)I (osh). According to the evaluation by osh, the following was found. The power of the subject device was failed. The panel was loosed. The socket pin was broken. The temperature sensor was broken. The rear panel was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The front panel switches did not work. This phenomenon didn't occur during the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.